Manufacturer narrative:
Implant regio 24 fractured. Construction was a removable prosthesis in the upper jaw. Placed on 4 implants patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.